Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transcatheter heart valve replacement procedure, the commander delivery system balloon was punctured and contrast was dropped. There was no additional information provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event. It was initially reported by an edwards france affiliate, that during a transcatheter heart valve replacement procedure, the commander delivery system balloon was punctured and contrast was dropped. However, per follow up with the initial reporter, the balloon burst occurred during preparation of the commander delivery system, and do not enter the patient. The team completed the procedure with another commander delivery system successfully. This event is not considered MDR reportable.